Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system not able to connect with server. A technical support specialist restarted the services to resolve message crossing issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system the server messages were not crossing to station, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.